Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 400 mg/dl last night. The customer¿s current blood glucose value is 225 mg/dl and at the time of incident blood glucose level was 240 mg/dl. It also reported that the insulin pump had power error. Troubleshooting was done for high blood glucose and under delivery. The customer has treated high blood glucose with 5 unit of manual injection. The customer was also reported that auto mode feature was active and automatically adjusting insulin delivery. The insulin pump will not be returned for analysis.